Event description:
Reporter indicated that vns patient had passed away. Date and cause of death are unknown. There is no allegation that the vns therapy system caused or contributed to the reported event. The initial reporter notified manufacturer of the patient's death in order to be removed from the company's mailing list. Investigation is incomplete because sufficient detail was not provided by the initial reporter to facilitate a complete investigation of the event.